Manufacturer narrative:
The insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer called and reported the insulin pump was damaged. There was reportedly a piece of the reservoir compartment missing, causing the reservoir move out of place. Customer's blood glucose 132 mg/dl. At the time of this report, customer's blood glucose was most recently 213 mg/dl. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.